Event description:
It was reported that an ilet pump displayed an unreadable screen with vertical black and white lines, consistent with a screen visibility failure of the hardware display component, and the patient transitioned to multiple daily injections while maintaining normal blood glucose. Symptoms included no reported adverse clinical effects. Outcomes included no emergency treatment, no hospitalization, and continued glucose monitoring with an external cgm application or receiver. Investigation included device replacement logistics and guidance to shut down the device to prevent further alerts, with instructions to return the original unit and acknowledge that data would not transfer to the replacement. Investigation of this device revealed a malfunction of the display, preventing visual access to pump information, while no alerts or alarms were reported and therapy was maintained off-device. It was concluded, based on previously established findings for similar reports, that the cause was a device component malfunction of the display with use-related factors not implicated.

Manufacturer narrative:
"The device was received and evaluated by beta bionics. User complaint of ilet damage or malfunction was confirmed via failure investigation this MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance."